Manufacturer narrative:
The patient experienced peritonitis on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with ciproxin (1.5 (unit not reported), intravenously). At the time of this report, hospitalization was ongoing and the outcome was not reported. Action taken with pd therapy was not reported. No additional information was available as hospital staff refused to provide it.